Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim pump running led was able to be confirmed via a photo submitted by the customer. It was also reported that a ¿call hospital contact¿ alarm was active on the controller; however, this event was unable to be confirmed via the log file. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 hours ((B)(6) 2023 from 15:28:19 ¿ 17:30:52 per timestamp). It was reported that the call hospital contact alarm was active on (B)(6) 2023 around 16:00:00. The silence alarm button was shown to have been pressed at 16:01:04; however, there was no alarm active at the time the button was pressed. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for additional information; however, no response was received. The root cause of the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that around 1600, the patient experienced "call hospital contact" alarm. When asked to verify if the pump was running, the family confirmed that it was running but the pump running symbol was very dim and could barely notice the light. The patient was requested to come to the emergency department (ed) for evaluation and ventricular assist device (vad) interrogation. Pictures of the pump running symbol were sent. No alarms that could have triggered "call hospital contact" message were seen in the log file. It was hard to determine how dull the green arrows were on the provided picture, but it was recommended to exchange the controller. The patient was reported not to tolerate a controller exchange well and the customer was to wait for more staff to assist with the exchange in an event of emergency.

Manufacturer narrative:
A4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.